Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-05768.

Event description:
Customer reported the insulin pump has six black dots on the top of the screen. Customer stated the device also alarmed no delivery, during a basal, when he had changed the entire set, insulin, reservoir, and infusion set. Customer stated he was able to prime. Customer also reported the keys are not responding on the device. Customer's blood glucose is over 300 mg/dl, treated with the device. Customer reported he has been high for a couple of days. Unable to troubleshoot for no delivery due to keypad is unresponsive. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer called again stating the buttons are now working. No further information reported.